Event description:
It was reported that (1) device was used during a interstitial laser coagulation. It was reported by the affiliate that the lf001 diffuser tip dislodged after the protective cap on the tip was removed. Another fiber was used to complete the case. There was no consequence to the pt.